Event description:
The customer reported that when conducting fluoro, he gets a black image with lots of white dots.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep checked dose and video from camera and found a bad interconnect cable and an open resistor on the video controller pcb. He removed and replaced parts listed above. The system functioned as intended.